Event description:
Information received by medtronic indicated that the transmitter had charging issue. The troubleshooting was unsuccessful. Customer stated that they was unable to charged the transmitter. No harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.